Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 17065724, model/catalog description: linear st lead kit 50 cm. The explanted device was not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patients leads had high impedances and was experiencing inadequate stimulation. The patient underwent a lead revision procedure. The patient was doing well postoperatively.